Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated a false high sodium (na) result for one (1) patient sample. The result was not reported out of the laboratory. All samples were rerun on an alternate instrument from the time of event; however, there was only one (1) affected sample. The result on the alternate instrument was 10 mmol/l lower than the original result and was reported. The customer was unable to supply actual results or any other details. Patient treatment was not impacted in connection to this event.

Manufacturer narrative:
Quality control (qc) is only run once per day. Qc on the day of the event (and a day prior to the event) was within laboratory established ranges. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed evidence of contamination in the flowcell. The fse decontaminated the flowcell and replaced both na electrodes. The failure mode is unknown.